Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) advised to customer the admission team re-admit the patient using an a01 or a04 message, or discharge and re-admit the patient if necessary. Pharmacist (B)(6) acknowledged the update and created it ticket for further follow-up with the hospital admission team. The system functioned as intended after the technical support specialist (tss) investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cmnhmspx4a single patient not crossing to the device. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.